Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable and had no consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device output and telemetry communication were normal. Field data shows that device was programed with automated settings, and it indicated as well that rate responsive feature was enabled. When automatic settings are programmed, such as rate response, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. A malfunction based on analysis was found. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found operating at the elective replacement indicator (eri) voltage consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.